Manufacturer narrative:
The investigation determined that multiple non-reproducible discordant vitros amon results were obtained from vitros lpv quality control fluids using vitros amon slide lots 1015-0238-1247 and 1015-0240-5383 tested on a vitros 5,1 fs chemistry system. The assignable cause is an instrument issue as a within-run amon precision test was outside of ortho precision guidelines, indicating the vitros 5,1 fs chemistry system was not performing as intended. An ortho field engineer performed service actions to the microslide incubator subsystem of the analyzer and following service acceptable vitros lpv qc results were obtained.

Event description:
A customer obtained multiple non-reproducible discordant vitros amon results from vitros lpv quality control fluids using vitros amon slide lots 1015-0238-1247 and 1015-0240-5383 tested on a vitros 5,1 fs chemistry system. Vitros amon microslide lot 1015-0238-1247, lpv I = 142.551 versus expected 33.7 umol/l, lpv ii = 21.364, 111.027 versus expected 176.9 umol/l. Vitros amon microslide lot 1015-0240-5383, lpv ii = 215 versus expected 176.9 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon patient sample results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).